Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient may have had the sling removed at a different location (not confirmed). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.